Event description:
Customer reports the use by date on the test strip vial on the advantage system as 12/31/2007; manufacturer's database and batch record confirmed the actual use by date to be 12/31/2003. No adverse event reported. Requested return of suspect device, however, test strips are no longer available; replacement was sent.